Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error 133.6080. Account name: (B)(6) memorial hospital. Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8015 unit giving him an intermittent 133.6080 error. Case resolution: error not due to a low battery charge. Recommend to send in unit for first year warranty repair. Transferred to com for warranty RMA.